Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter due to unspecified reason. Additional information received stated that the patient experienced urethral atrophy and the new cuff was implanted using transcorneal approach.